Event description:
It was reported that the device will not discharge when pressing the shock buttons. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control advised customer that these devices are not supported any longer. The customer confirmed they are purchasing new units and this one will be placed out of service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.